Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): evaluation results - visual inspection of the returned lens showed in was cut into two pieces and a piece of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Event description:
The customer reporter the haptic of the aq2010v three piece silicone lens broke as the lens was placed in the eye. The lens was removed and another same model lens was implanted without any injury to the patient. The reporter stated the cause of the event was a loading error.